Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: shorter than expected time frames between occurrences of low battery warnings and replace battery alarms, which can be indicative of the type of issue that was reported, were observed in the black box and alarm history data. However, it is also possible that a partially discharged battery was installed for use. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The battery compartment was observed to be cracked below the grip pad. Evidence of moisture ingress was found on the underside of the battery cap. Evaluation revealed that the pump drew electric current at levels within the specifications: the reported battery-life issue was not duplicated. The pump passed a leak test. The pump case was removed, and no further evidence of internal damage or defect was found. The relation of the aforementioned device failures to the reported battery life issue can not be determined, as the reported battery life issue would have to be duplicated to determine such. Unrelated to the reported issue, the display screen visual was found to be dim and discolored due to an unidentified display failure.